Manufacturer narrative:
H3. Pli 10: visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Pli 30: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclocen 511 mcg/day 2000 mcg/day via an implantable pump. It was reported that the patient presented to his managing physician with signs and symptoms of acute withdrawal. There were no know n environmental/external/patient factors that may have led or contributed to the issue. The physician attempted a side port aspiration, and she reported that it was ¿sluggish. ¿she made the decision to refer the patient to another physician for a catheter replacement. The catheter was replaced. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the catheter flowed very well and there were no signs of micro tears or brakes. After disconnecting the pump from the catheter, the catheter flowed freely. The physicians discussed it, and they still decided to do a catheter replacement. The spinal segment minus the tunneled portion that ran from the spinal incision to the pump incision was removed.

Manufacturer narrative:
Continuation of d10: product ID 8578, serial#(B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter; product ID 8709, serial#(B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 08-jan-2012, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(6), ubd: 08-jan-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.